Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Section b3: date of event has been entered as 01jan2020 as patients were implanted between 01jan2020 and 01apr2023. Author information: columbia university irving medical center, new york, ny; new york presbyterian hospital, new york, ny. Baranowska, j. Et al. (2025) ¿impact of heart failure gdmt on hemocompatibility related adverse events in heart mate 3 recipients¿, the journal of heart and lung transplantation, 44(4). Doi:10.1016/j.healun.2025.02.1374. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. No product was evaluated under this complaint. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including bleeding and stroke, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through "impact of heart failure gdmt on hemocompatibility related adverse events in heart mate 3 recipients", that it was sought to evaluate the association between guideline-directed medical therapy (gdmt), overall survival and hemocompatibility-related adverse events (hrae, defined as stroke, pump thrombosis and gastro-intestinal bleeding), in patients with heartmate 3 (hm3) left ventricular assist device (lvad). During the study period, 124 hm3 patients were implanted between jan2020 and apr2023. Those who died prior to 3 months or were lost to follow-up were excluded, leaving 118 patients retrospectively studied in the analysis. Four classes of gdmt were individually assessed: acei/arb/arni, beta-blockers (bb), mra and sglt2 inhibitors. The primary end point was a composite of hrae or death at 2 years. Results indicated patients prescribed acei/arb/arni demonstrated a strong trend toward improved hrae-free survival at 2 years (ahr0.42 [0.17-1.03] p=0.059). Patients on arni showed a significant reduction in hrae compared to those not on ace/arb/arni (ahr:0.21 [0.05-0.91] p=0.037) and no association with hrae-free survival was found for sglt2, mra and bb. Additionally, no cases of pump thrombosis were reported across all classes.